Event description:
The customer reported the system failed to boot up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer repaired the system during the service call. The system was found to be working and put back into service.